Manufacturer narrative:
The x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump date and time was incorrect. Tandem technical support (cts) examined pump data logs for this issue and it showed the customer had manually entered the incorrect date and time. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by cts to relay the information, however, all were unsuccessful.